Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the dr used his tibial plateau leveling osteotomy saw blade 24mm for the first time this morning. It broke in two in the middle of osteotomy, without warning. The surgery was normal. This is 1 of 1 report for (B)(4).